Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert, which came across as a red call doctor icon on the patients home monitor. This s-ICD remains in service. No adverse patient effects were reported.